Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed during drain 2/4. Patient cancelled treatment, opened the cycler door, removed the cassette and found fluid leakage from the cassette and inside the cycler. The patient's peritoneal dialysis nurse (pdrn) has been notified. The set was discarded. During follow up, the patient's spouse reported there were no serious injuries or complications. No adverse event reported at this time.